Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and replaced the o2 sensor. The fsr performed ovp and performance check, all passed. The ventilator is operational and meets OEM specs. At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the unit was alarming o2 sensor failure. The customer advised there was no patient involvement associated with this event.